Manufacturer narrative:
PMA/510(k) #- k171764. Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, following an unspecified procedure, a safe-t-j rosen catheter exchange wire guide frayed. The inner mandril protruded approximately 3-4cm from the tip of the device and cut the finger of the physician handling the device. The physician's finger was reported to be "fine". A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Upon return evaluation of the device, the weld was broken free of the safety wire but was still attached to the coil.

Event description:
Additional information was received 24may2022. The access site was the radial artery. The patient's anatomy was not tortuous, calcified, or scarred. The wire was not altered from its original condition.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, following an unspecified procedure, a safe-t-j rosen catheter exchange wire guide frayed. The inner mandril protruded approximately 3-4cm from the tip of the device and cut the finger of the physician handling the device. The physician's finger was reported to be "fine". The access site was the radial artery. The patient's anatomy was not tortuous, calcified, or scarred. The wire was not altered from its original condition. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, and quality control data. The complainant returned one safe-t-j rosen catheter exchange wire guide to cook for investigation. Physical examination of the returned device confirms that the safety is protruding from the coil from a broken weld. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: inspect the wire guide for kinks or damage prior to use. Cook concluded that a component failure unrelated to the design or manufacturing of the complaint device caused this incident. Additionally, the information provided upon review of complaint file, device history record, complaint history, and device master record provide objective evidence to support that the device was manufactured to specification. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.